Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be file.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex colonic stent was implanted to treat a malignant colonic stricture during a colonic stent insertion procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed successfully inside the patient; the stent was positioned slightly bent around the colon. On (B)(6) 2021, in the physician's assessment, the axial force might have caused the stent to straighten too much; therefore the stent was not in the desired location causing functional obstruction. The stent was removed from the patient and a wallfex colonic soft stent was implanted to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.